Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary catheterization procedure on (B)(6) 2013. Access was obtained in the common femoral artery using the lower third of the femoral head just proximal to the bifurcation via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin and angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU with a 3 minute post hold. It was reported that when the drape was removed from the patient, a 10cm hematoma was noted distal to the puncture site. Manual compression was applied during which time the hematoma shifted medially towards the patient's inner thigh. A total of 20 minutes of manual compression was held over the whole area and hemostasis was achieved. Post manual compression, the area was noted as dry and soft. The patient was hospitalized overnight as originally scheduled and discharged on 05/07/13 with no clinical sequela noted. The patient's hospitalization was not mynx device/mynx procedure related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1310106) indicated that the device lot met all established performance criteria prior to shipment.